Event description:
The patient has been experiencing recurring afternoon hypoglycemic episodes, some of which have been severe and required emergency intervention by paramedics. The physician is seeking guidance from the insulet field representative on adjusting system settings to help prevent these recurring episodes. At this stage, the physician does not attribute the issue to a system malfunction. Insulet's team in france is planning to organize a video conference with the physician in early october to discuss potential system optimization strategies in relation to this case.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.